Manufacturer narrative:
(B)(4). Conclusion: actual device was returned for evaluation. Visual inspection was performed and device was returned with cannula cap detached from the cannula tabs. No damages were found on the internal components. Functional inspection was performed and the device worked as intended. It is possible that the cannula cap detached due to excessive forces applied to the device during use. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent hernia repair on (B)(6) 2015 and absorbable straps were used. During the procedure, the device locked. The procedure was completed with a like device. There were no adverse patient consequences reported. Upon evaluation, the device was returned with the cannula cap detached.